Event description:
The customer reported the ventilator went vent inop and alarmed. The customer reported the unit was not in use on a patient therefore there was no patient involvement or harm. The manufacturers field service engineer (fse) was unable to duplicate the reported vent inop. During evaluation, the fse reported when the ventilator was unplugged from ac power, the unit restarted. The fse reported it appeared that the backup battery was depleted. Review of the device diagnostic history indicated a +-24/12v power fail occurence followed by a restart occurrence during operation. A 24/12 volt failure of the ventilator during normal ventilation operation may result in a shutdown/restart of the ventilator. The fse replaced the backup battery to address the reported problem. Applicable final testing was completed per operating specifications and passed.